Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31498098l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. A steam pop occurred during mitral isthmus ablation in the third procedure for atrial fibrillation (af). After that, blood pressure dropped, and pericardial effusion was confirmed by the echocardiography. Pericardiocentesis was performed, and the blood pressure stabilized afterward. Patient is fully recovered. The patient did not require extended hospitalization. The physician's comment regarding the relationship between the event and the product was that there was a high possibility that the steam pop during the mitral isthmus ablation with qdot micro catheter caused the cardiac tamponade. There were no abnormalities observed prior to or during use of the product. Generator used was a japan life line (jll) generator. Ablation mode and thresholds included: temperature control mode. Temperature cut off: 45, impedance cut off: 250o. Power: 40w. Noted temperature: 45, impedance: around 100o, power: 40w. No errors were observed on biosense webster equipment during the procedure.